Event description:
Same case as MDR ID#: 2134265-2013-05866. It was reported that during a coronary stenting treatment procedure, stent migration occurred. Access was obtained via right femoral artery. The concentric and de novo target lesion being treated was located in the non-calcified and severely tortuous, 70% stenosed, fibrotic left circumflex artery (lcx) to the 90% stenosed first obtuse marginal branch, with a lesion length of 16mm and a vessel diameter of 2.25- 2.50mm. The lesion had a significant bend of >=90 degrees. A 7f non-bsc guide catheter was engaged co-axially at the left circumflex artery. After a non-bsc guide wire was advanced to the target lesion, predilatation was made using a 2mmx12mm non-bsc balloon catheter at 14 atmospheres for 20 seconds, leaving 60% residual stenosis. A 2.50x20mm promus element plus drug eluting stent was then placed at the target lesion and upon inflation at 3 atmospheres; the doctor realized that the stent migrated into the left main artery with the proximal part of the stent partially expanded. The device was removed and additional dilation was performed using a flextome cutting balloon at 9atms for 15 seconds. Another 2.50x20mm promus element plus stent was advanced to the lesion; however, the same issue occurred with this device. The stent was inflated to 3atms and migrated into the left main. The device was removed from the patient and the procedure was not completed. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Upn corrected - from upn h7493918420250 changed to upn h7493911320250. Device evaluated by MFR: a visual and microscopic examination found that the stent was severely damaged. The proximal side was severely bunched up. The distal side of the stent was severely stretched up to the tip of the catheter. This damage is consistent with initially inflating the balloon to a low positive pressure, causing the stent to "dog bone" followed by withdrawing and handling of the device causing further damage to the affected struts. The centre of the stent was undamaged and still crimped in place. The balloon was partially inflated. The midshaft and distal outer were stretched and kinked close to the guidewire exchange port. The hypotube was severely kinked at various locations. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent migration occurred. Access was obtained via right femoral artery. The concentric and de novo target lesion being treated was located in the non-calcified and severely tortuous, 70% stenosed, fibrotic left circumflex artery (lcx) to the 90% stenosed first obtuse marginal branch, with a lesion length of 16mm and a vessel diameter of 2.25- 2.50mm. The lesion had a significant bend of >=90 degrees. A 7f non-bsc guide catheter was engaged co-axially at the left circumflex artery. After a non-bsc guide wire was advanced to the target lesion, predilatation was made using a 2mmx12mm non-bsc balloon catheter at 14 atmospheres for 20 seconds, leaving 60% residual stenosis. A 2.50x20mm promus element plus drug eluting stent was then placed at the target lesion and upon inflation at 3 atmospheres; the doctor realized that the stent migrated into the left main artery with the proximal part of the stent partially expanded. The device was removed and additional dilation was performed using a flextome cutting balloon at 9atms for 15 seconds. Another 2.50x20mm promus element plus stent was advanced to the lesion; however, the same issue occurred with this device. The stent was inflated to 3atms and migrated into the left main. The device was removed from the patient and the procedure was not completed. No patient complications were reported and the patient¿s status was stable.